Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with moisture damage on motor, vibrator motor and battery tube assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump fell into the toilet. Customer's blood glucose was 135 mg/dl at the time of incident. The customer's current blood glucose was 300 mg/dl. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.